Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit and confirmed the reported failure. The fse replaced the manifold drive. There was an abnormal noise coming from the compressor, so we replaced the part (shock mount (4 pieces) just to be sure. The fse conducted an operation check based on the periodic inspection record sheet and confirmed that the equipment was currently in good working order. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a drive manifold with a reported unit failure of pressure leak from drive manifold. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Also (4) shock mounts were sent back for the reported failure of abnormal noise coming from the compressor. The fat performed a visual inspection of the 4 shock mounts and observed cracking and excessive wear. The customer replaced the shock mounts for this reason. It is a normal preventive maintenance check at every six months or 2500 hours of use. The failure analysis and testing dept. Installed the drive manifold into the cs 300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6,k6a,k7,k8 leak test, which checks for leaks in the drive section of the cs300 pneumatics. The cs300 passed all leak tests with results of test #1 0 factory specification is +-45mmhg. Test #2 -1 factory specification is +-65mmhg. Test #3 1, factory specification is +-20mmhg. The fat then proceeded to boot the cs300 up in the clinical mode to allow it to pump. In the pumping mode, if there was a leak in the manifold, the unit would alarm. The cs300 pumped for 3 hours. In this timeframe, if there was a leak in the drive manifold, it would have alarmed. The fat did not observe any failures during that time period. The drive manifold passed testing. Sending the drive manifold to the supplier per procedure. Retaining the shock mounts in the fat per procedure.

Event description:
N/a.

Manufacturer narrative:
Aware date updated : 05/15/2023.

Event description:
It was reported that during a periodic inspection, the cs300 intra-aortic balloon pump (iabp) unit has a pressure leak from manifold drive. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a pressure leak from manifold drive.